Manufacturer narrative:
Internal report: (B)(4). Ketone strip vial was returned. Pending product investigation.

Event description:
Consumer reported complaint for ketone strip open vial. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a ketone test was not performed by the customer. The ketone test strip lot manufacturer's expiration date is 10/26/2020 and open vial date is 07/02/2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) corrected sections as of 07-nov-2019: h10: changed most likely underlying root cause from "mlc-61: improper use / mishandled by end user" to "rc-76: mishandled by end user." Internal report: (B)(4). Ketone strip vial was returned for investigation. Defect was detected. Most likely underlying root cause: rc-76: mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for ketone strip open vial. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a ketone test was not performed by the customer. The ketone test strip lot manufacturer's expiration date is 10/26/2020 and open vial date is 07/02/2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Ketone strip vial was returned for investigation. Defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for ketone strip open vial. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a ketone test was not performed by the customer. The ketone test strip lot manufacturer's expiration date is 10/26/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.